Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient failed 41 joule defibrillation threshold testing (dft's). The patient has both a transvenous right ventricular (rv) defibrillation lead and a subcutaneous array defibrillation lead implanted. Shock impedance measurements were within normal range, and no noise was observed, but a chest x-ray showed that one element of the subcutaneous array may have been fractured. The boston scientific technical services department advised that if there was a fracture on the subcutaneous array, it would likely have resulted in an elevated shock impedance measurement. Additional information indicates that a competitive lead was placed, which resulted in acceptable dft. No adverse effects were observed. Several attempts were made to gather additional information about this event; however, no additional information is available at this time. The device was later explanted due to normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.